Event description:
Sales rep reported revision surgery. Patient has been revised to address pain, loosening and discolored tissue. Update rec'd 12/17/2014. Ppd and medical records received. Patient was revised to address elevated metal ion levels. Upon revision, a fluid filled pseudotumor and corrosion on the stem were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on 1/8/2015.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).